Event description:
On (B)(6) 2004 at approximately 11:50 am, biomedical engineering was notified to respond to a problem during an open-heart case, where the heart-lung machine was not providing flow of oxygen when administering the anesthetic to the patient. Biomed isolated the problem down to the gas mixing block (manifold) that the vaporizer connects to a high priority service call was placed to datex-ohmeda to have a field engineer come in to assess the manifold. Will update you as soon as the assessment has been made by datex-ohmeda. At approximately 1500, the pt came "off pump" in apparently stable condition, and was transported to '6icu' in critical condition. Datex-ohmeda service call report (B)(4) 2004 stated, "found vaporizer was mounted incorrectly on mounting pole. Raised manifold to allow vaporizer to hang properly and checked to MFR specifications. Unit is on heart lung machine." According to surgeons operative report patient had approx 2 min period of deoxygenated blood through bypass machine secondary to a forane vaporizer.